Event description:
It was reported that prior to opening the kit the swg was noted to be kinked. There was no patient involvement. There was no delay in treatment, patient complications or death.

Manufacturer narrative:
(B)(4).